Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straighten the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) through the zso straightened, but it was impossible.so she gave uo and used the new zso-7-12, they did not change the wire guide.

Manufacturer narrative:
Device evaluation: the device evaluation of the zso-7-12 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records: prior to distribution zso-7-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c2055155 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: as per the instructions for use, ifu0045 which informs the user about the precautions ¿select the cook stent introducer system (if not included) in the appropriate french size.¿ and the notes ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035-inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035-inch wire guide. As per information stated a 0.025-inch wire guide was used. CAPA 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-jan-2025.

Manufacturer narrative:
Device evaluation: the device evaluation of the zso-7-12 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution zso-7-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c2055155 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. ¿it is also known that the user employed the use of an incorrect wire guide with the replacement device that was used to complete the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance.¿ image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (includes updated investigation findings) on 24-jun-2025.